Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a clinical trial procedure, approximately ninety five days after the vascular graft was surgically implanted in a right upper arm, the patient experienced alleged thrombosis of the graft, resulting in prolonged hospitalization. It was further reported that the thrombosis was removed, and the event was considered resolved. The patient was discharged from the hospital the following day.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. Visual inspection: the sample was not returned; therefore, visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation was inconclusive for occlusion within the device. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: adverse reactions potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture hole bleeding; graft redundancy; thrombosis, embolic events, occlusion or stenosis; ultrafiltration; seroma formation; swelling of the implanted limb; formation of hematoma or pseudoaneurysm; infection; aneurysm/dilation; blood leakage; hemorrhage; steal syndrome; and/or skin erosion. Additional MFR narrative: describe event or problem, relevant tests/lab data, date received by MFR. Other relevant history, brand name, model #/lot #, (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a clinical trial procedure, approximately ninety five days after the vascular graft was surgically implanted in a right upper arm, the patient experienced alleged thrombosis of the graft, resulting in prolonged hospitalization. It was further reported that the thrombosis was removed, and the event was considered resolved. The patient was discharged from the hospital the following day. New information: it was reported that on (B)(6) 2016, approximately 95 days after the vascular graft was surgically implanted in the right upper arm, the patient allegedly had episodes of arteriovenous (av) fistula blockage, which was being used for dialysis. On the same day, an open thrombectomy; declotting of the right brachial artery axillary vein (avg); and a retrograde fistulogram with brachial artery angiogram were performed. A percutaneous incision was made without an introducer sheath through the graft towards the central venous system, and angioplasty was performed, removing a significant amount of thrombus. After several passes the balloon was upsized and further angioplasty was performed, removing more thrombus, and resulting in better back-bleeding. Additionally, the outflow part of the graft was injected with heparinized saline and clamped. The balloon was reportedly passed once through the graft and angioplasty was performed in the brachial artery, bringing out the proximal plug from the arterial end, and reestablishing inflow. Reportedly, a second pass was not necessary as it was believed the entire thrombus in the upper proximal arterial plug had been removed. There was no reported evidence of distal embolization; therefore, the graft was clamped and the incision was closed. As the graft reportedly had a nice palpable pulse, the graft was cannulated in an ante grade fashion and an ante grade fistulogram was performed with central venographed interpretation. The venous anastomosis was patent without evidence of stenosis, and the axillary and subclavian veins were widely patent. There was reportedly an area of narrowing at the turn down of the subclavian vein into the innominate vein of about thirty percent; however, it was determined this was not hemodynamically significant and did not require treatment. Therefore, the wound was irrigated, all small bleeding points had stopped, and the site was secured. The patient was hemodynamically stable at the conclusion of the procedure and was discharged from the hospital the following day.